Manufacturer narrative:
Trackwise # (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), according to IFU, punched it with an aortic cutter, and implanted it, but the seal did not come off the delivery device handle. A new product was used again and the surgery was successfully completed. There were no abnormalities in the patient's condition. There was a 10 minute delay. There was no patient harm..

Manufacturer narrative:
Trackwise # (B)(4). Corrected section- e3, h6 problem code changed to 4042. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000385475 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a